Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). An rga (return good authorization) has been issued for the alleged faulty component. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable), motor fault, low pip (peak inspiratory pressure), xdcr (transducer) fault, and high pip (peak inspiratory pressure) alarms while using the vela ventilator. The customer reported audible alarms were present at the time of the event. The customer reported calibrating the suspect device but reported the turbine differential test failed. The customer reported the issue occurred during patient use, but no report of patient harm concluded. The customer reported the patient was removed from the suspect device and placed on known good ventilator.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) rep received the alleged faulty pcba (printed circuit board assembly), installed in known good vela unit. The fa rep powered in service mode, checked the events log and found noted faults; performed xdcr (transducer) calibrations per service manual. The fa rep reported the turbine differential pressure, and exhalation differential pressure calibrations failed. The fa rep re-started vela unit on respiration mode and unit gave apnea interval, high pip (peak inspiratory pressure) and low ve (minute ventilation) alarms and events. The fa rep was unable to duplicate customer complaint of vent inop, motor fault errors. The fa rep duplicated customer complaint of xdcr faults, high pip, problem isolated the root-cause to sensor, differential pressure, miniature, 2.5 psi, p/n 68354, location pt800 and sensor, differential pressure, miniature, 2.5 inch h2o, p/n 68355, location pt802. This is considered a known issue and is being addressed through internal investigation.